Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd ultra-fine¿ 3/10ml insulin syringe, the plunger rod separates. The following information was provided by the initial reporter, translated from japanese to english: plunger rod separation.

Manufacturer narrative:
H6: investigation summary: customer returned (2) 0.3ml, 29 gauge, 12.7mm syringes from lot 1228442. One of the two syringes was observed to have had its rubber stopper separate from the plunger rod. A review of the device history record was completed for batch # 1228442 all inspections were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the plunger rod separating from the stopper. The root-cause cannot be determined.

Event description:
It was reported that prior to using a bd ultra-fine¿ 3/10ml insulin syringe, the plunger rod separates. The following information was provided by the initial reporter, translated from japanese to english: plunger rod separation.